Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer stated that the backend cracked. The catheter had to be removed and replaced.